Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: c-34 - hf voltage too low in on state. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. DHR review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure(error c-34 on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a vinci-assisted surgical hysterectomy malignant procedure, the customer informed the technical support engineer (tse) they encountered an activation interrupted message, c-00. The tse verified the integrated electrosurgical unit (iesu) error in the logs. The tse assisted the customer through a hard power cycle of the erbe, but error came back up on power up. The customer does not have any following robotic cases. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on 11/11/2024 the robotic coordinator informed the issue happened towards the end of the case; they had to complete the case without the iesu. There was no harm to the patient. The patient demographics were provided.